Manufacturer narrative:
Updated b.4, h.2, h.3, and g.3. Corrected d.9, h.6 type of investigation, investigation findings, and investigation conclusions. The sheath was returned for evaluation. The sheath liner was noted to be expanded 4cm in length (starting at 4cm from strain relief). The liner was lifted approximately 1 cm from distal tip. The remaining part of the liner unexpanded and tip unopened. The sheath shaft was kinked at 1.3 cm from housing (at strain relief location), and at 120 cm from strain relief. Scratches were observed at kink location. Sheath shaft was slightly curved. Functional testing was performed and the associated commander delivery system was advanced through the sheath. The sheath expanded and the tip opened, as designed. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A technical summary written by edwards lifesciences identifies vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle as contributing factors for resistance during delivery system insertion/advancement through the sheath and potential sheath damage as a result of the increased push force. Since no edwards defect was identified, no corrective or preventative action is required. The difficulty advancing the delivery system through the sheath was confirmed. Available information suggests that patient factors (calcification, tortuosity) likely contributed to the event.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2023-15366. The investigation is ongoing. H3 other text : the device was not returned for evaluation.

Event description:
As reported by an edwards lifesciences affiliate in canada, regarding a 23mm sapien 3 transcatheter heart valve in the aortic position approximately 6 years post tavr procedure, a valve in valve procedure was performed as the valve was showing calcified leaflets, mixed stenosis (mean echo gradient 31mmhg) and moderate aortic regurgitation. There was no information on pannus or halt. The patient was experiencing nyha class iii symptoms. During this valve in valve procedure, the commander delivery system with crimped valve became stuck in the esheath. The system was removed with the esheath as a unit and a new esheath and system were used to deploy the valve. Upon removal of the esheath, it was noted that there was a tear of the external iliac artery. A covered stent procedure was attempted to stop the bleeding but at the end, surgical repair was needed. The surgical repair was successfully performed. The perceived root cause of the resistance felt remained unknown. As per medical opinion, the injury to the iliac occurred during attempts to advance the first valve through the first esheath.